Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER), was subsequently hospitalized, and was ultimately admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level and high ketone levels. A healthcare provider identified the ketone levels as dangerous. A correction bolus was administered and customer drank fluids to address bg level prior to arriving at the ER. The customer was treated with intravenous saline and insulin. At the time of the report, the customer had not been released from the hospital. Reportedly, the pump battery was depleting quickly and pump subsequently shut off. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.